Event description:
The user facility reported that patient procedures were cancelled and delayed as a result of their system 1e processor not operating properly. The cancelled procedure was rescheduled and successfully completed.

Manufacturer narrative:
The user facility reported experiencing aborted cycles due to uv light timeouts on the system 1e processor. A steris service technician inspected the user facility's processor and identified that the uv light sensor and sensor sleeve required replacement. Steris has initiated a voluntary recall (3000251274-7/28/2011-002-c) regarding uv light failures which include a deterioration of the uv light sensor sleeve attributed to a supplier quality issue. The uv light sensor and sensor sleeve on the system 1e processor were replaced, and the unit was tested and placed it back into service; no further issues have been reported.